Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s screen. The customer states, "in our sales office, we powered on the device for a test run. At that time, the device started a flow. However, the screen remained black and displayed nothing. We powered it on and off several times and sometimes succeeded displaying the screen. " the device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The backlight on the left part of the screen was dim. The cause was determined to be a failure in lcd and the device's lcd was replaced to address the issue.